Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device review: the complainant did not return the liberty cycler for evaluation. The liberty cycler was not replaced by the complainant. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. Medical record review. Medical records were received and reviewed by post market surveillance clinical staff. The medical records did not contain hospital emergency room records for review. Medical records did not indicate a causal relationship between the patient's liberty cycler and the patient's peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the pt event.

Event description:
Findings from the medical records. The patient had a peritoneal fluid culture on (B)(6) 2015 that had no growth, but had an elevated red blood cell count. Patient was diagnosed with culture negative peritonitis and treated with three weeks of intraperitoneal vancomycin and gentamycin.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported her pt received antibiotics due to no-growth peritonitis. The pdrn stated the pt had draining issues over the past week. As a result of the drain issues the clinic performed a flush on the pt's line. Following the flush the pt was able to complete pd treatment without further problems. The reporter believed the pt had a piece of fibrin stuck at the end of his catheter. On (B)(6) 2015 the pt was diagnosed with peritonitis. The pt was seen at the emergency room and given antibiotics. The pt was not admitted to the hospital. The pt was treated in-center for the peritonitis. The pt has since continued pd treatment without further problems.